Event description:
Information received notes that the patient presented to the emergency room complaining of palpitations. The device paced at the maximum sensor rate, but went to the programmed rate with magnet application. The sensor was programmed to a less aggressive setting, but sensor driven pacing was still observed. The sensor was turned off and the device paced at the programmed rate. The patient was not chrono- tropically incompetent, so the sensor was left off.